Event description:
It was reported that the insulin pump alarmed and squirted out insulin during the manual prime. The piston continued moving forward after making contact with the reservoir. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk.